Event description:
On (B)(6) 2012 it was reported pt reported experiencing problems with the infusion device. Pt reported infusion device was returned due to button recall. Pt stated the device failed to pump insulin and the pt became very sick. Pt reported experiencing elevated blood glucose levels, nausea, headaches, and etc. And had to switch to the backup infusion device on (B)(6) 2012. Pt's blood glucose level was not provided. Pt's normal blood glucose level was not provided. Treatment rec'd for elevated blood glucose level was not provided. Pt reported going on the backup infusion device which also failed to pump insulin and was replaced. Pt reported whenever the infusion device failed, pt experienced elevated blood glucose levels, nausea, headaches, etc. Pt reported current being on a backup infusion device w/o another backup device. No product return was requested.